Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged. An x-ray confirmed the lead dislodgement. The physician explanted and replaced the ra and rv lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Correction: section b5, "programming changes were made to address the issue when first discovered" should have been mentioned previously.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had dislodged. Programming changes were made to address the issue when first discovered. An x-ray confirmed the lead dislodgement. The physician explanted and replaced the ra and rv lead. The patient was stable before, during, and after the procedure.